Event description:
P.c.a. Pump did not deliver any of the medication that the pump recorded. Pump recorded only 15 ml remaining; when pca was opened there was 100 ml remaining. Note: this report was mailed to the MFR, baxter anesthesia at p.o. Box 105048 in atlanta, ga 11/03, but was returned as undeliverable.